Event description:
It was reported that it was not possible to run a threshold test on the device, as the programmer displayed a message stating noisy telemetry. Troubleshooting was attempted, but not successful. Another programmer was used, and the clinician was able to run the test. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.